Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead was abandoned surgically. The patient indicated that the leads were too close to the bone. This is all of the information provided.